Event description:
Pre-filled humidifier sterile water for inhalation 500ml with humidifier adaptor problems: adaptor failed to connect/screw into the air flow meter correctly after repeated attempts (this has happened repeatedly throughout past months) and when top round section stem is broken off to allow bottom part of the adaptor to screw in, it is very difficult and at times unable to screw in at all. We have had trouble with a baby maintaining oxygen saturations when using this device. No patient harm.